Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was sleeping due to oversensing and low r-wave amplitudes. The suspected cause was attributed to the sense b node of the electrode. This system was also noted to have delivered two shocks to the patient in approximately two months prior, however; those shocks were determined to be appropriate. The system was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. Additional information was received that this device delivered an additional inappropriate shock. This system remains in service. No additional adverse patient effects were reported.